Manufacturer narrative:
The company representative evaluated the unit. No problem was observed. Performed full calibration, functional tests and safety checks to factory specifications and returned the unit the customer. The production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported hissing sound from iabp. Incident occurred prior to use on a pt. The pt was switched to another pump. No pt harm or injury was reported.